Event description:
Technician discovered that the bed will not go into trendelenburg mode. No pt impact.

Manufacturer narrative:
Technician determined that the pilot link is at fault. Technician replaced the central pilot link to resolve the issue.